Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported that a patient presented with loose corneal epithelium and staged diffuse lamellar keratitis (dlk), one day following lasik surgery. Topical steroids were increased to treat the event. The patient did not have any visual complaints. In a follow up, a technician reported that the event had resolved. No further information is expected.